Event description:
A report was received that a patient had her precision system explanted due to an infection at the lead and pocket site. The patient's incision site popped open resulting it to have drainage at the site. The physician prescribed antibiotics. A culture was taken, but there are no results available. The patient is reportedly doing well.